Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
A nurse reported that dull knives were noted during a cataract surgery. When doing incisions surgeon noted that slit knife was blunt and did not go through cornea. Two other knives from the same box were tried without success. An alternate knife from a different lot number was obtained and the procedure was completed without any further issues. There was no harm to the patient but a 10 minute delay. No further information is expected.

Manufacturer narrative:
Evaluation summary: the customer returned one(1) opened and three(3) unopened knives. The opened sample was in a blade tray with no protection covering the blade. Visual evaluation per facility procedure of the returned open sample indicate a visually nonconforming blade due to damaged cutting edge and tip. The three(3) unopened samples were all visually conforming. Functional penetration testing done on the three(3) unopened samples was also found to be conforming to specification. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. All of the returned unopened samples were found to be conforming. The opened sample had damage to the cutting edge and tip of the blade that would result in the complaint as described by the customer. How or when the blade became damaged cannot be specifically determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be reuse, improper handling, contact with the blade protector when removing and returning the blade from the tray, or contact with another instrument during surgery or set-up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Functional testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends.